Event description:
Family member initially called regarding no delivery alarms, however, during call stated that customer had visited emergency room for dka. Troubleshooting performed and pump operating as designed.